Event description:
Technical services received a call on 05/12/2011 from sales rep. There is a "potential extraction" today. Lead problem. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).